Event description:
Procedure: lap appendectomy. Reportedly, the staples were fired across the base of the meso appendix with two applications of the stapler on the meso appendix. The firing appeared to be fine, but after inspection, the surgeon noticed some bleeding and a possible perforation of the bowel. When the device was removed, it was noticed that the staples had fired, the bowel was perforated. The procedure was then converted to an open approach to repair the bowel. Patient is doing ok, subsequent to the surgery.